Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30 degree endoscope plus for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the video feed was flickering and a fragment from the 30 degree endoscope plus fell off inside the patient. It is unknown if the fragment was retrieved. The procedure was delayed for greater than 30-minutes but was completed robotically.